Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module was observed. The device's oxygen blending module board, gasket, flow elements and inlet filter were replaced to address the issue.